Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in auxiliary channel and white residue in air/water channels both sides. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not reproduced during evaluation, the probable cause of the complaint is no problem detected. Based on the results of the investigation, it is likely the most probable cause of the malfunction white residue in auxiliary channel and air/water channels both sides could not be established. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced a communication error and was not connecting. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.